Event description:
It was reported that the device was attached to pump and the pump gave an alarm with the message "no disposable, clamp tubing". The user attached a replacement device to the pump to continue infusion. No adverse effects to patient reported. See related issue from same customer and patient: MDR 3012307300-2018-05002.

Manufacturer narrative:
Other, other text: additional information is provided in h3, h6, and h10. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual testing was performed. A portion of the pump tube was missing and there was a cut in the bag. A cassette was connected to the device without difficulty. Functional testing was unable to be performed due to the condition of the device. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed because the sample was not in condition to due through functional testing. Actions were taken to mitigate the reported issue: no actions were taken as the reported issue could not be confirmed. The quality engineer notified the production personnel of the failure mode reported by the customer.